Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), batch: 7161025 common device name: drg lead, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), batch: 7161025

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Further investigation revealed high impedance on one of the leads. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's system was explanted to address the issue. The investigation did not determine which lead had high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.